Event description:
It was reported by the rep that the device was used during a laparoscopic nissen fundoplication. It was reported the trocar was used in the umbilicus as the camera port only. The camera was passed through this torcar approx three times. A rip was discovered on the outside seal of the trocar housing. A new trocar had to be opene to complete the case. There was no consequence to the pt.